Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. No¿critical pump error (open book image) alarm noted during boot up. Unable to perform displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to receiving pump error 38 during rewind. Pump passed sleep current test, active current test and self test. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2 and motor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces.test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to the retainer ring was noted. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and cracked retainer. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Pump error 38 was confirmed due to moisture damage. Retainer ring damage confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.